Event description:
It was reported that electrogram (egm) review was requested in cardiac rehabilitation for this implantable cardioverter defibrillator (ICD) system due to no visible atrial pacing in the presence of an early ventricular sense (vs) signal. Technical services (ts) reviewed modified a-a timing versus v-v timing, and the early vs appeared to have reset the v-a timing. The atrial pace (ap) that occurred after the early vs was either fusion of loss of capture (loc). A similar instance was observed on the presenting egm from the previous month. Additional information received reported that rhythmiq was turned back on, and no loc was noted. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.